Event description:
It was reported that the patient had a revision in (B)(6) 2012 because, she lost thirty pounds so the pump was flipping around and was sticking straight out. No further information was provided. The device system was used to deliver morphine at the time of the reporter however, it was not specified what medication was being delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 590-1 lot# n257980, implanted: 2010 (B)(6); product type accessory. (B)(4).